Event description:
The peritoneal dialysis (pd) patient called tech support requesting a replacement cycler. He stated he had been having drain complications and was not draining all of the previous fill volumes. He stated that as a result of this, he had a heart attack due to excess fluid retention. The patient was hospitalized for a myocardial infarction prior to this event on (B)(6) 2013. The patient was admitted to the hospital with complaints of chest pain that began around 5:30 am on the morning of admission, but which he admitted had begun the previous week. A cardiac catheterization found an occlusion of the left anterior descending coronary vessel in the mid to distal portion. The patient underwent percutaneous coronary intervention with stent placement. The chest pain resolved and he was discharged to home on (B)(6) 2013. He continues on continuous cycling peritoneal dialysis (ccpd). There is no treatment data for the dates preceding the hospital admission. However, a review of the treatment data provided by the patient at the time of the call indicates that the cycler functioned as designed: drain 0: 762. Fill 1: 3006, drain: 3383. Fill 2: 3006, drain: 3172. Fill 3: 3006, drain: 2700, last fill: 1999. Drains were at least 70% before advancing to the fill. The large drain volume did not meet criteria for (drain vol > 180% of fill vol) for a reportable iipv event.

Manufacturer narrative:
This is part of a system level review. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing information regarding the reported drain complication which allegedly led to the hospitalization with myocardial infarction. A supplemental medwatch report will be submitted upon completion of the investigation. Please reference MDR numbers 1713747-2013-99972, 8030665-2013-00718, 2937457-2013-00411.